Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device data log. However, the device was put through extensive testing including without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device data log. However, the device was put through extensive testing including full functional testing and defib and pacer stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pacer device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.